Event description:
The customer reported the reticulocyte voltage was out of specification for the coulter hmx hematology analyzer with autoloader. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient associated with this event.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and noted the reticulocyte voltage was high upon startup. The fse replaced the light scatter preamp, new plates, and new flow cell, however the issue was not resolved. The fse replaced the screws on the plates and the voltage issues were resolved. (B)(4).